Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. When the surgeon was dispensing the adhesive, a shard of glass penetrated the ampoule. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4) - shard penetration. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found a piercing through which a glass shard protruded into the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincide in position.